Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state these types of events can occur: under possible adverse effects it states, ¿inadequate range of motion due to improper selection or positioning of components¿, ¿wear and/or deformation of articulating surfaces¿, ¿intraoperative or postoperative bone fracture and/or postoperative pain¿, and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04090 / 07346).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on an unknown date. Legal counsel for patient reported patient allegations of personal injury. Additional information received from patient's legal counsel report patient's right total hip arthroplasty was performed on (B)(6) 2009. Further information received from patient's legal counsel report patient allegations of pain, inflammation, damage to surrounding bone and tissue, soreness, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2014 reports patient was revised due to pain and loosened acetabular component. Revision op report notes the cup was in a vertical position with bony overgrowth on the acetabulum lateral to the cup and fibrous ingrowth. The cup and head were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009 . Patient's legal counsel further reports patient allegations of pain, discomfort, inflammation, soreness dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.